Event description:
It was reported that during a laparoscopic colectomy procedure, the surgeon stated that the jaws would not open. He was able to remove the jaws from the tissue but still could not open. There were no patient consequences. Case completed with another device of the same product code. One device was discarded.

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.